Manufacturer narrative:
(H3) the investigation into the reported "pump stop" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the data logs for the pump show spike in motor current followed by saturated flow and lack of pulsatility in motor current which all points towards biomaterial ingestion. Based on the provided clinical information and logs, the root cause of the pump stop issue was most likely biomaterial. The root cause of the saturated flow issue was most likely biomaterial. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 43-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that an implanted impella cp pump immediately stopped functioning when it was turned on. The pump was able to restart, however, the flow rate was measured to be 3.8 l/min at a support level of p-2. The pump was subsequently replaced to as a result of the reported failure. There was no patient harm.